Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped in the washing machine and subsequently, the malfunction occurred. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. There was no adverse impact to customer's blood glucose levels.